Event description:
The customer reported that his meter would not turn on with the strip due to using expired test strips and as a result of being unable to test, in late 2008, he went to a local hospital experiencing symptoms of hyperglycemia. At the hospital, he got diagnosed with hyperglycemia, treated with insulin, intravenous fluids and oral diabetic medication and was discharged two days later. There was no report of death, permanent impairment or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.